Manufacturer narrative:
Outcomes to adverse event: other: stenosis & the following products were used in the surgery. These products are not approved for sale in us; however, similar products that are approved for sale in us are mentioned in the brackets '()' against each of the below devices: product ID: g75446535, lot: h5424684, qty: 2. (Similar product: 75446535, 510(k): k042025, UDI: (B)(4)). Product ID: g75446535, lot: h5465600, qty: 1. (Similar product: 75446535, 510(k): k042025, UDI: (B)(4)). Product ID: g75446535, lot: h5488337, qty: 1. (Similar product: 75446535, 510(k): k042025, UDI: (B)(4)). Product ID: g75447535, lot: h11h1298, qty: 2. (Similar product: 75447535, 510(k): k042025, UDI: (B)(4)). Product ID: 779325555, lot: 0455232w, qty: 2. (Similar product: 778225555, 510(k): k090390, UDI: (B)(4)). Product ID: 779325555, lot: 0697712w, qty: 1. (Similar product: 778225555, 510(k): k090390, UDI: (B)(4)). Product ID: g8699070, lot: 0638744w, qty: 1. (Similar product: 8699070, 510(k): k981676, UDI: (B)(4)). Product ID: g8699070, lot: 0707598w, qty: 1. (Similar product: 8699070, 510(k): k981676, UDI: (B)(4)). Product ID: g8699090, lot: 0713851w, qty: 1. (Similar product: 8699090, 510(k): k981676, UDI: (B)(4)). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent fixation at t11-l1 due to l1 vertebral body collapse. The screws (implanted in the previous surgery) between l2 and s1 were left implanted, and connection and extension was performed using rod connectors. The alleged products were also implanted during this surgery. On an unknown date, post-op, stenosis occurred at t10-t11. Hence, on (B)(6) 2019, fixation was extended to t9 with the help of rod connectors. No malfunction with any of the implanted products was reported.